Event description:
It was reported the ¿settings not available¿ error was seen on one side of the basic evaluation. The patient was having symptomatic benefit so the trial was not changed to other side. It was thought that the lead may have moved causing increased impedance and hence the error message. Overall, the patient had a successful trial. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead.